Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 82.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. The introducer sheath was ovalized at approximately 112.0 cm from proximal end sheath. During functional testing, the ruby coil was attempted to be advanced through its introducer sheath and resistance was encountered at the introducer sheath ovalization. The embolization coil was unable to advance further. Conclusions: evaluation of the returned ruby coil revealed an ovalization on its introducer sheath. If the introducer sheath is forcefully handled or pinched, damage such as an ovalization may occur and resistance may be experienced when attempting to advance the device. Further investigation revealed that the pusher assembly had a kink and the embolization coil had offset coil winds. If the ruby coil is forcefully advanced against resistance, damage such as this may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2019-00918.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00918.

Event description:
The patient was undergoing a coil embolization procedure in common iliac artery using a ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the distal tip of the lantern was found to be kinked upon removal from the packaging and, therefore, it was not used in the procedure. Next, the physician experienced resistance and the ruby coil would not advance within its introducer sheath and, therefore, it was removed. The procedure was completed using a new ruby coil with a new lantern. There was no report of an adverse effect to the patient.